Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set / stay safe cap and the patient¿s peritonitis event. Based on the available information, the cause of the patient¿s peritonitis cannot be determined and remains unknown. However, there is no objective evidence in the file that indicates a fresenius device malfunction or product deficiency caused or contributed to this event. Peritonitis is a well-documented complication in pd patients and can be as a result of many potential etiologies. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a patient contracted peritonitis. Upon follow up, the patient¿s pd nurse reported that on (B)(6) 2019 the patient was experiencing abdominal pain. Subsequently, on (B)(6) 2019, the patient went to the outpatient pd clinic and a pd effluent culture was obtained (same day) which yielded an elevated white blood cell (wbc) and no organism growth. The patient was initiated on antibiotic therapy with ancef (1 gram) and fortaz (1 gram) intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient is recovering from the peritonitis event. Per the nurse, the cause of the patient¿s peritonitis is unknown. However, the nurse reported that the patient did not experience any fluid leaks or any other issues with the stay safe cap or cycler or any other fresenius device/product in relation to the event. The patient continues pd therapy without any further reported issues.